Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 231, 400, 302, 313 and 331mg/dl. The customer¿s expected fasting blood glucose test result range is 120-150mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. Customer was not using the proper testing technique. During the call, a blood test was performed by the customer fasting and produced test result of 260mg/dl using true metrix meter; customer was not satisfied with the result obtained. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 11/24/2022 and test strips were opened 2-3 weeks ago. The meter memory was reviewed for previous test result history (customer provided 3 results in which he was unable to provide the times in which the tests were taken but did advise that they were all done fasting at least 2-3 hours after/before a meal): result 1: 231 mg/dl , date: (B)(6)2021 ,time: 5:15 am ,fasting, result 2: 400 mg/dl , date: (B)(6)2021 ,time: 5:00 am ,fasting , result 3: 302 mg/dl, date: (B)(6)2021 ,time: undisclosed ,fasting , result 4: 313 mg/dl ,date: (B)(6)2021 ,time: undisclosed, fasting, and result 5: 331 mg/dl , date: (B)(6)2021 ,time: undisclosed ,fasting.

Manufacturer narrative:
Sections with additional information as of 27-jan-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-062: user had poor technique.